Event description:
It was reported the healthcare professional (hcp) pulled back "red-tinged fluid" at refill yesterday. They expected 7 ml and pulled out 7 ml of residual drug. They then flushed the reservoir with 10 ccs' of saline and repeated that a total of 4 times; each time pulling back exactly the amount he put in and each time the fluid was discolored. It was stated that he used a lot of negative pressure, "more than I usually would" and one time got "much darker blood, basically about 2cc's worth". It was stated the patient had "aches and pains all over" but the patient "always" had them and there had been no change in therapeutic effect. It was reported they used the same needle and it wasn¿t moved or relocated during the procedure and that they felt the refill kit was "fine". The fluid that was pulled out was sent to the lab and the white blood count was 18750, red blood count was 49000, and "polynuclears were at 19% which was elevated". The hcp consulted with the implanting surgeon, and it was stated "keep it running and see what happens". The pump was filled with 40 cc's yesterday and the patient came back in today. The hcp pulled back the expected amount today and "there was a little bit of yellow discoloration". The pump was used to deliver lioresal (baclofen). It was further reported when they flushed the cap they "got some there" as well but they "got more of a yellow liquid". It was noted the patient was in a wheelchair and was "pretty overweight" but the hcp was confident he was in the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information received reported the baclofen intrathecal treatment was on-going. The pump was irrigated with normal saline 4 times with 10 ccs per rinse. Blood tinged fluid was obtained on 3rd draw and was sent to the lab. The culture was negative. Baclofen was withdrawn 7 days later with no discoloration of baclofen. No fever or chills. It was further reported no growth was seen in the collected cultures. The patient was noted to be doing "good" and they were receiving effective therapy.